Event description:
The sheath was very brittle and broke into multiple pieces requiring surgical intervention to remove it.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample was not available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated it was the only complaint for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. At this time this complaint is being closed with no further investigation. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.